Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been having high blood glucose every few days when she uses her bolus wizard. Customer's blood glucose was over 300 mg/dl at the time of the incident. Customer's current blood glucose was 301 mg/dl. Customer treated with the pump. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 411 mg/dl. Customer had high blood glucose and changed their set 3 times before going to the emergency room. Customer was monitored and then let go as her blood glucose went down. Customer was wearing the pump at the time of the visit. Customer stated that the drive support cap was loose. Customer was advised to do a complete set change and to call back to perform the high pressure test. Customer was sent a tubing clamp in order to perform the high pressure test.